Manufacturer narrative:
Patient identifier - no patient involvement. Age & date of birth - no patient involvement. Sex - no patient involvement. Weight - no patient involvement. Ethnicity - no patient involvement. Race - no patient involvement. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section.

Event description:
The user facility reported they introduced the angio-seal into the sheath, but there was no "click"; before use on patient, during preparation. They used a new angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. One 6fr angio-seal device was received for product evaluation. The device was returned with the header bag, packaging tray, arteriotomy locator and hemostatic sheath. The returned sample was subjected to visual analysis where the angio-seal vip device was still in the sealed polyfoil pouch. The arteriotomy locator and hemostatic sheath was properly mated upon receipt. No gross anomalies were noted. The two components were then unmated. Microscopic analysis of these returned components identified flash along the junction where the arteriotomy locator tubing meets the with arteriotomy locator hub. The flash was located on both sides of the hub junction. The flash met manufacture specification. For functional testing, the two components were unmated and then the arteriotomy locator was reinserted into the hemostatic sheath. There was notable resistance to co axial tensile force attempting to remove the arteriotomy locator from the hemostatic sheath. The resistance experienced was typical however, as soon as any acentric force was applied the arteriotomy locator slide out easily. Upon reinserting the locator, a tactile and audible click were felt and heard respectively. Functional testing found no anomalies during functional testing. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on january 16, 2018. The dilator did not hack into the insertion aid correctly, they did not used it. The patient was not involved